Manufacturer narrative:
G2: foreign country - sweden this event was initially reported on time in regulatory report number 1723170-2025-01848. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. There was an inaccuracy of larger than 1 cm during navigation. They discontinued the use of medtronic navigation and imaging. There was a "lipoleakage" because the surgeon went through the skull base with his instrument. The patient was hospitalized and forced to lay down for a couple days. There was a delay of less than one hour. It was stated that "lipoleakage means they hit the base of the skull and brain fluid came out." It was unknown which suction was being used during the procedure, but "all suctions have been ok doing instrument verification."